Event description:
The customer reported that the insulin pump was submerged in water. The customer stated that she was exercising near the pool when she fell in while wearing the device, and it no longer functioned. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display as a result of moisture damage on the electronic assembly.